Event description:
The user flipped out of his chair (B)(6) 2025. He was going up his ramp on his wheelchair-accessible van and the chair started sliding backwards, eventually tipping over; this caused him to hit his head on the concrete. He went to the ER for tests, was released to go home and after a few days, needed to go back to the ER, to be diagnosed with a concussion.